Manufacturer narrative:
Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (damaged belt and add gel messages) was confirmed. The c and d cable had broken wires. The root cause for damaged wires was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages and the electrode belt was damaged.